Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and insulin pump had critical pump error. The customer blood glucose level was over 500 mg/dl. The customer also state that insulin pump had multiple pump error alarm and customer was not able to clear the alarm. The customer did not provide details regarding symptoms and treatment of high blood glucose. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with constant critical pump error (open book) and unable to download due to moisture damage on the electronic assembly. Unable to perform functional test including self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Device also received with corroded motor assembly.